Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the 4 mm x 39 mm enterprise®2 stent (encr403912 / 7273303) was received in the product analysis lab on 21-jul-2023. On 21-jul-2023, an enterprise stent component was received detached and inside the hub of the prowler select plus microcatheter. A device label for the lot number 30952059 was included. The documentation for the return receipt date for the two products was performed in (B)(4). On 27-jul-2023, confirmation via email was received from the china team to clarify that the stent component received in (B)(4) actually belongs to this complaint. The sales representative made and documentation error referencing the complaint number when the product(s) were being sent back. On 31-jul-2023, the china team confirmed that the and the concomitant prowler select plus microcatheter with the device lot label 30952059 received in (B)(4) also belongs to this complaint. The product investigation was performed and completed on 01-aug-2023. The investigation finding is documented below. Investigation summary: a non-sterile 4 mm x 39 mm enterprise®2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent component was detached inside the concomitant microcatheter hub. The introducer was found to be in good condition (i.e., no kinks, no fractures, or separations). The delivery wire was found to be broken; the positioning coil section was missing. Microscopic inspection was performed on the stent component. It was observed to be bent on both ends; however, no broken conditions were found. The retraction bump diameter was measured, and it was confirmed to be within specifications. The reported issue documented in the complaint regarding the stent prematurely released in the microcatheter was confirmed since the stent was found detached inside the microcatheter's hub. This condition suggests that the enterprise introducer was not fully seated in the hub of the microcatheter, causing the stent to expand in the hub of the microcatheter, causing the resistance and resulting in the stent component being unable to advance further, where push/pull force was applied sufficiently to disengage the stent from the delivery wire and resulting in the stent bent and the delivery wire breakage. However, with the amount of information available this only remains speculative. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7273303. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) do contain the following recommendations: the introducer must be properly engaged with the infusion catheter hub to enable stent introduction into the infusion catheter. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref.: (B)(4). The purpose of this MDR submission is to report, that multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Product analysis cannot be conducted, as the product was not returned for analysis. No determination, of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed, through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication, that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample. However, it is possible, that clinical and procedural factors, including device manipulation /interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective /preventive action may be triggered at a later time. Since, there was no evidence to suggest, the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report, if new facts arise, which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). E.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. H.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7273303. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent assisted coil embolization procedure, the complaint stent, a 4 mm x 39 mm enterprise®2 stent (encr403912 / 7273303) was prematurely released in the concomitant 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x / lot# unknown). The physician removed the microcatheter and the stent from the patient¿s anatomy and switched to new devices to complete the procedure. The patient was reported to be in stable condition. There was no report of any negative patient impact. On 10-jul-2023, additional information was received. The additional information indicated that the location of the target aneurysm was on the middle cerebral artery (mca). The stent / stent delivery system did not appear damage when it was removed. An adequate continuous flush was maintained through the microcatheter. Nothing unusual was noted about the system prior to use. The replacement stent was another 4 mm x 39 mm enterprise®2 stent (encr403912). There was no issue with the concomitant prowler select plus microcatheter. There was an attempt to remove the prematurely released stent from the microcatheter when the physician removed the microcatheter and the stent together. The stent was released in the microcatheter and could not be removed; as a result, the physician removed the stent and the microcatheter together. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). There was no patient injury or patient complication. The reported issue did not result in any clinically significant delay in the procedure.